Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted. See also medwatch 2210968-2012-06106. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted to treat vaginal prolapse. The patient underwent a concurrent surgical procedure of posterior colporraphy. Due to pain, infections, bleeding, dyspareunia and extrusion the patient underwent mesh removal on (B)(6) 2007 and (B)(6) 2011. (B)(4).

Manufacturer narrative:
Current status as of (B)(6) 2012, the patient reports doing fine, having good urine control and not having any significant pelvic discomfort. She continues to have dyspareunia that is helped by estrace cream.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and symptomatic rectocele and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)hematuria it was reported that patient underwent tvt mesh removal on (B)(6)2014 by dr.(B)(6) due to extrusion into the vagina and gross hematuria at (B)(6).